Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
During a routine upgrade from pulse generator to implantable cardioverter defibrillator (ICD), the physician removed the pacer from the pocket and draped it over the patient's side with the leads still attached. The weight of the pacer was enough to dislodge the atrial and ventricular leads, causing them to slide out of the patient, through the suture sleeves and onto the floor with the pulse generator. No malfunction was reported. New leads were implanted with the ICD.